Event description:
During embolization for a pulmonary avm (arteriovenous malformation), the target lesion was properly embolized without problem. To check imaging, when the contrast media was injected from the side port of britetip sheath introducer (complaint product) using a syringe (details unknown), the air was mixed in. There was no patient injury and the procedure was completed. The complaint product will be returned for evaluation. There was no adverse event and the patient is in stable condition. The lesion was mild calcification and vessel tortuosity, the rate of stenosis was 0%.

Manufacturer narrative:
This device is available for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
During embolization of a pulmonary avm, the target site was properly embolized without problem. To check imaging, when the contrast media was injected from the side port of the britetip sheath introducer using a syringe (unknown product), air was mixed in. There was no adverse event and the patient is in stable condition. One non-sterile 8 fr brite tip sheath introducer was returned for analysis. The cannula was kinked 16.5cm from the distal end. No other anomalies were found. The inner and outer diameter of the cannula near the kink was measured and found within specification. The sheath introducer was flushed via the stopcock and no leakage was noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Air embolism is listed as a possible complication in the cordis sheath introducer instructions for use. No anomalies that could have contributed to the reported air injection were found on the sheath. Although the exact cause of the air embolism could not be conclusively determined, device handling and/or procedural factors may have contributed to this event. No actions will be taken at this time.